Event description:
Dealer notified heraeus of a citojet that the dentist alleges, "plunger breaks the anesthetic cartridges."

Manufacturer narrative:
As allowed by exemption# (B)(4), (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be complaint with 21 cfr part 803. This product is sold in the us under the catalog model # 66002394. It is only different in that the us distributed citojet has a standard thread. The unit in this has metric threading. The us distributed citojet has been on the market without incident since 1985. Conclusions: the device has a one year guarantee against defects. The unit in this report is well outside this guarantee period. Long term usage and handling could have contributed to the malfunction. The directions for use state, "please follow these instructions to maintain your sopira citojet syringe always in perfect working condition" and "please use needles with plastic hub only. A metal hub can damage threaded nozzle of the barrel in the long term." The device has not been returned to the MFR therefore, there is no way to determine the cause of the malfunction.